Event description:
The physician reports the crystalens trailing haptic was damaged when loading the lens into the cartridge of the staar surgical lens injector system. The damaged iol did not contact the patient.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.